Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave was selected for use. The catheter was prepped appropriately. Upon insertion catheter splines look inverted on mapping. The device was rotated 180 degrees, but issue did not improve. It was tried three more times without success. Device took out and looked fine, then swapped pin cables. Post map it was noted that patient experienced pericardial effusion, due this adverse event a pericardiocentesis was performed. The hospitalization was prolonged, and it is expected to patient's fully recover. The device is not expected to be returned as it was disposed.